Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure all ECG cards on the piu were red and that the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. By rebooting and re-connecting several times, the case was completed and they were able to do planned pacing via carto without any patient consequence.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during an atrial fibrillation (afib) procedure all ECG cards on the piu were red and that the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. By rebooting and re-connecting several times, the case was completed and they were able to do planned pacing via carto without any patient consequence. The problem was finally solved after few restarts and did not occur anymore. Catheter was not related to loss of the signals as it was tested and found within specifications. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.